Manufacturer narrative:
D4: the UDI is unknown as the part/lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch report received, stating: it was reported that during a procedure to implant a leadless implantable pulse generator (ipg), a femoral puncture was performed and was transferred to the perclose procedure, but the wires were not coming out, so md was angry and stopped using perclose. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No additional information was provided.

Manufacturer narrative:
B3: date of event estimated manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch # mw5147492.